Manufacturer narrative:
The device has been returned to the factory and is being eval. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port on the vasoview hemopro 2 did not create a tunnel. The valve did engage, but co2 did not flow from the insufflation tubing to the btt short port. An accessory kit was used to complete the procedure. The hospital did not report any pt effects.